Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead were associated with a report of loss of capture. A boston scientific field representative reported the patient presented to an emergency room, exhibiting pre-syncopal symptoms. Clinical investigation showed the patient had loss of capture, with an underlying intrinsic rhythm from 20-30 beats per minute. The device was reprogrammed to raise pacing output to 5.0 volts, and capture resumed. The patient had been seen clinically five weeks previous, and the pacing threshold was 1.0 volt. The patient was hospitalized overnight for observation, and the pacing threshold returned to 1.0 volt. Electrolytes and enzymes were normal, and no reason could be determined for the change in thresholds. The patient was discharged, and will be monitored for any similar future changes. The device and lead remain implanted and in service. The device subsequently was returned with no additional information 13.7 months later.

Manufacturer narrative:
This report will be updated if additional information is received. Analysis of the returned device is pending.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Event description:
--